Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a 1110 (check vent: o2 pressure sensor calibration data error) error code. It was unknown how the issue was found. No patient or user harm was reported. The customer reported that the data acquisition board was replaced, and that the 1110 error code was cleared.